Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The slit lamp could be contaminated and was replaced.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported inflammatory response on a patient after lasik. Patient was ok the same day as the procedure with no signs of inflammatory response. The next day the patient got worse. Patient is being followed and is reported to be recovering well.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. During an onsite visit the field service engineer (fse) replaced slit lamp which could be contaminated. The root cause could not be identified conclusively. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).